Manufacturer narrative:
A review of the device history records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
Patient enrolled into the (B)(6) trial. A minor ipsilateral stroke reported. The procedure date was (B)(6), 2010, and patient returned (B)(6), 2010. The subject came with right leg twitching, and was found to have a left parietal infarct on head CT. The patient was observed and discharged on (B)(6) 2010. Patient recovered without sequelae. Per the clinical events committee (cec) review, the event related to both the procedure and devices. Please reference MDR 2183870-2011-00031 for the spiderfx used in the procedure.